Event description:
It was reported that a vascular dissection occurred, and stent implantation was done to compress the vessel. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, a 5f catheter was inserted into the device to the proximal segment of the left main stem. Upon advancing the catheter, a grade b non-flow limiting vascular dissection was noted near the left main trunk. A stent implantation was performed to compress the vessel. No further complications reported and patient was stable post procedure.

Event description:
It was reported that a vascular dissection occurred, and stent implantation was done to compress the vessel. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, a 5f catheter was inserted into the device to the proximal segment of the left main stem. Upon advancing the catheter, a grade b non-flow limiting vascular dissection was noted near the left main trunk. A stent implantation was performed to compress the vessel. No further complications reported and patient was stable post procedure.

Manufacturer narrative:
Corrected b3: date of event.